Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose of 34-35 mg/dl which was addressed with the customer consuming carbohydrates. Reportedly, the pump correction factor settings were the suspected cause for the customer's bg. Tandem technical support assisted the customer with adjusting those settings.